Manufacturer narrative:
Manufacturing review:the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 4cm balloon. The distal end of the balloon was prolapsed over the distal tip and the outer catheter was stretched approximately 46.5cm from the distal tip, likely indicating that there were issues retracting the balloon through the sheath. No other anomalies were observed to the device at this time. Functional/performance evaluation:the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and passed without issue. An attempt was made to inflate the balloon with water using an in-house inflation device. The balloon was unable to be inflated. The balloon was cut at the proximal cone to examine the inflation/deflation port in an attempt to determine why the balloon would not inflate. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, the glue bullet did not come out with the polyimide, indicating that it had dislodged from the polyimide. The glue bullet was found to be lodged inside the outer catheter shaft approximately 0.9cm and was blocking the inflation/deflation ports. The catheter was cut just proximal to the balloon glue joint and the glue bullet was removed from the catheter using a 0.044" pin gauge. The glue bullet was placed on the pin gauge. The glue bullet was examined under a microscope and the edge of the bullet was not perpendicular to the polyimide. However, it is unknown if the glue bullet became damaged while it was dislodged from the shaft. It is unknown when the glue bullet became lodged inside the catheter shaft, as the stretching of the outer catheter could have contributed to the glue bullet lodging inside the catheter. Medical records/image/photo review: no medical records or medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is inconclusive for deflation issues, as the balloon was unable to be functionally tested due to the poor sample condition. The investigation is also confirmed for retraction problems due to the condition of the returned sample. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during use in a transjugular intrahepatic portosystemic shunt (tips) procedure, during post-dilatation, a pta balloon would not deflate. The health care provider reported that a second access site was gained and a tips needle was used to deflate & remove the balloon. The hcp further reported another pta balloon was used to complete the procedure. There was no known impact or consequence to the patient.